Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used primary set, model 10015896, was received by the customer for investigation. The set was visually inspected and no defects were observed. The sample was primed with a blue dye solution and a leak could clearly be seen coming from the base of the silicon pumping segment. The customer's complaint that the tubing was leaking from the blue piece that plugs into the pump was verified. A device history record review could not be performed on model 10015896 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the lower fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 10dp ckv 3ss 2g 4way stck experienced leakage. The following information was provided by the initial reporter: material #:10015896. Batch/ lot #: unknown. When arriving to med surge 3. The med surg rn noticed that the IV tubing was wet. The tubing was removed from the patient and the line was capped. The tubing was leaking from the blue piece that plugs into the pump.